Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an x-ray was performed two days post implanted when it comes to this electrode and it was noted that the electrode had dislodged. The physician tested the system with ventricular fibrillation induction which showed effective induction and conversion as well as normal shock impedance measurements. Another x-ray was scheduled in two months¿ time. No adverse patient effects were reported. Additional information noted that after device optimization the electrocardiogram appeared steady and during defibrillation testing the device operated normally with good r wave sensing and detection. No further action was done and the system remains implanted.